Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.